Event description:
A report was received that the patient¿s pain has worsened. It was also reported that the battery location was causing discomfort. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action.

Event description:
A report was received that the patient¿s pain has worsened. It was also reported that the battery location was causing discomfort. The patient will undergo a revision procedure.